Event description:
It was reported that the patient presented in clinic. The patient reported feeling a vibration on (B)(6) 2025, while travelling in florida. A fast path summary didn't show any alerts as the logs had been cleared since her visit. The lifetime range of the pacing impedance was down to 200 ohms and the monitor level was also at 200 ohms with no alerts observed. The limit was lowered to 150 ohms as set in the patient's previous device. The low pacing impedance was chronic so there was no concern from the physician who chose to monitor for the pacing lead impedance to be lower. There were no patient consequences.